Event description:
Resident transferred to acute care according to facility (hosp) and was admitted on 4/12/96. According to hosp n.n.'s on 4/12/96, feeding tube was inserted. Placement confirmed by x-ray including visualization of "tube tip". On 4/16/96 indicates pt "partially pulled out feeding tube". X-ray confirmed "feeding tube is in good position in the stomach" (abd. X-ray). X-ray of chest reads "feeding tube tip is not included on the film". Nurse's note on 4/26/96 indicate "tube feeding not infusing, no aspirate noted". Nurse's note on 4/25/96 indicate feeding tube at 0030". Further nurse's note indicate pt was sent to g.I. Lab for g-tube placement. Pt returned to this facility with g-tube in place. Resident passed what appears to be the weighted end of a feeding tube with bowel movement 7/6/96.